Manufacturer narrative:
This report is being submitted to correct the description of the event or problem previously reported. It was reported that the dreamstation humidifier device was being returned due to the user passing away. There is no allegation of malfunction, or that the device caused or contributed to the death. There is no evidence that the dreamstation humidifier device malfunctioned in a manner that would be likely to cause or contribute to death or serious injury if it were to recur. This complaint is not reportable to any regulatory agencies.

Event description:
This report is being submitted to correct the description of the event or problem previously reported. It was reported that the dreamstation humidifier device was being returned due to the user passing away. There is no allegation of malfunction, or that the device caused or contributed to the death. There is no evidence that the dreamstation humidifier device malfunctioned in a manner that would be likely to cause or contribute to death or serious injury if it were to recur. This complaint is not reportable to any regulatory agencies.

Event description:
It was reported that the dreamstation humidifier device was being returned due to the user passing away. There is no allegation of malfunction, or that the device caused or contributed to the death. There were no reports of medical intervention. Additional information is being requested regarding the details of the reported death. The manufacturer is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
It was reported that the dreamstation humidifier device was being returned due to the user passing away. There is no allegation of malfunction, or that the device caused or contributed to the death. There is no evidence that the dreamstation humidifier device malfunctioned in a manner that would be likely to cause or contribute to death or serious injury if it were to recur. This complaint is not reportable to any regulatory agencies. Upon review, it was determined this report is a duplicate of MFR. All reporting will be completed on MFR 2518422-2025-100868. Please disregard MFR 2518422-2025-100868.